Event description:
The customer reported that the stenoscop system would not display an image on the monitor. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A printed circuit board needs to be replaced. No conclusion can be drawn as further repair information is unavailable.